Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported to intuitive surgical, inc. (Isi) technical service engineer (tse) that they were not able to fire energy, and the cords were not working. The tse confirmed error u-04 error in logs and had customer power cycle integrated electrosurgical unit (iesu). The customer docked and undocked to fire energy; however, issue persisted. The tse recommended to try another instrument; however, the customer was unable to further troubleshoot. The procedure was aborted post-anesthesia and ports placed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse visited the site and replaced the iesu generator due to error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu generator was analyzed and found the reported issue was confirmed with multiple u-04 errors, along with m-11 and 2-8a errors. Inspection found related issues but could not replicate the event. Iesu logs showed a c-00 error consistent with system logs. The unit passed all recognition and energy tests.